Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic on (B)(6) 2018 and the percutaneous lead (driveline) was noted to have greenish drainage. Doxycycline was initiated and a culture was taken from the driveline. The culture came back positive for proteus mirabilis. The patient was admitted to the hospital on (B)(6) 2018 for ICD shocks. While in the hospital, the doxycycline was switched to oral ciprofloxacin due to the culture from (B)(6) 2018. Infectious disease was consulted and the culture was repeated on (B)(6) 2018. A computed tomography of the abdomen was obtained that showed no focal fluid collection. The culture came back (B)(6) for pseudomonas aeruginosa. The patient was switched to ic cefepime and was discharged to home on (B)(6) 2018 with order to continue cefepime for 6 weeks.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.